Event description:
Boston scientific corporation became aware that during a procedure a gdc 10-ultrasoft stretch resistance coil was inserted into a tracker excel-14 microcatheter and severe resistance was felt. Both the coil and microcatheter were removed. When the subject device was inserted into the tracker excel-14 microcatheter, it got stuck at the shaft. It was noticed that the tip of the subject device remained inside the microcatheter during removal. Both the tip of the subject device and the microcatheter were removed together. The tip of the subject device was found with thrombus in the microcatheter. The dr used a new synchro-14 neuro guidewire and an excelsior 1018 microcatheter to finish the procedure. No complications with the pt were reported to have occurred as a result of this event. The subject device was disposed of at the hosp.